Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped multiple times. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 535 mg/dl. Customer had not addressed bg at time of troubleshooting.